Manufacturer narrative:
A visual analysis was performed on 1 opened and used enlite sensor found the needle was separated from the sensor base; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. This complaint is against the insertion device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the needle of the sensor was lodged into the serter, breaking off, and not adhering to his body. Customer did not wish to perform troubleshooting. Customer was advised the sensor would be replaced and agreed to return the product for analysis.